Event description:
On (B)(6) 2011, patient reported the piston rod of the infusion device does not retract. Patient stated, she feels like the piston rod has not been working properly for the past week. Patient reported, the infusion device has been giving her extra insulin without her intentionally giving a bolus. Patient stated she began to notice last week that her insulin cartridges were only lasting about 2 days instead of 3 days and she had not been administering extra insulin. Patient reported, she has also been experiencing low blood glucose episodes; has been able to self treat with juice or soda. Patient stated, the infusion device did not display any errors or alerts. Patient reported today when she attempted to change the insulin cartridge, she noticed the piston rod barely moved and when it did, it made a louder noise than usual and just seemed to spin. Patient stated, the infusion device showed the piston rod was returned and asked her to confirm the cartridge volume but she was not able to insert the cartridge because, the piston rod was still up nearly in the original position as before. Assisted patient with switching to her backup infusion device. Patient reported she currently has no concerns with her blood glucose level. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.